Event description:
A male patient contacted lifecor customer support to report that his battery charger is not charging his battery packs. He stated that the light on the brick lights up, but there are not any lights that come on the charger when he places a battery pack into the charger. He stated that he had checked the connection at the back of the base. Support sent a patient services representative (psr) to exchange the battery charger and both battery packs.

Manufacturer narrative:
Device manufacture date: battery charger, battery pack. Device evaluation summary: device evaluations of battery charger, battery packs have been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The power connector was loose at the base. The connector was repaired. The battery charge was retested and restocked. The root cause of the defective power cord connector is unknown but is likely due to mismatch of the power cord connector with the base station. Both battery packs were fully functional. There were retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and two replacement battery packs.